Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated the clip melted into the skin, however, there was no reported impact. The customer could not provide specifics on the event.